Event description:
It was reported, the xenon light source cannot be lit up. The issue occurred during preparation for a diagnostic laryngoscope procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the device was inspected, but the customer's allegation could not be confirmed, and neither a root cause nor a problem cause could be determined. Olympus will continue to monitor field performance for this device.